Event description:
Patient reported left side "recalled", ¿chronic inflammatory reaction¿, ¿chronically elevated inflammatory markers¿, ¿silicone and silicone materials leaking from your device into my body¿, ¿breast pain¿, "chest pain", ¿breast swelling¿, ¿skin itching¿, ¿itching rashes on breast skin¿, and "swollen lymph nodes¿. Patient also reported the following, which are all not device-related: ¿debilitating fatigue¿, ¿brain fog, memory loss, cognition problems¿, ¿hair loss¿, ¿insomnia and poor sleep¿, ¿severe dry eyes¿, ¿decline in vision, floaters, early bilateral cataracts, ocular hypertension¿, ¿fluctuations in blood pressure¿, ¿throat clearing, cough, difficulty swallowing, reflux, night sweats, heat intolerance, inability to sweat¿, ¿tinnitus¿, ¿food intolerances¿, ¿heart palpitations¿, ¿cold and discoloured hands and feet¿, ¿muscle pain and weakness¿, ¿joint pain¿, ¿easy bruising¿, ¿dysautonomia¿, ¿autonomic dysfunction¿, ¿vertigo¿, ¿headaches, migraines, ocular migraines¿, ¿persistent viral infections: shingles, cytomegalovirus, ebv¿, ¿shortness of breath¿, ¿allergies¿, ¿anaphylaxis reactions¿, and ¿numbness and tingling in limbs¿. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported left side ¿developing systemic autoinflammatory health conditions¿, ¿connective tissue complications¿, ¿chronic low grade inflammation and allergies¿, ¿recurrent heart inflammations". Patient has further reported, ¿shortness of breath¿, ¿swollen lymph nodes¿, ¿breast swelling¿, ¿ persistent viral infections: shingles, cytomegalovirus, ebv¿, ¿ itching rashes on breast skin¿, ¿skin itching, rashes¿, ¿brain fog, memory loss, cognition problems¿, ¿hair loss¿, insomnia and poor sleep¿, ¿severe dry eyes, decline in vision, floaters, early bilateral cataracts, ocular hypertension¿, ¿easy bruising¿, ¿dysautonomia, vertigo, fluctuations in blood pressure, autonomic dysfunction¿, ¿throat clearing, cough, difficulty swallowing¿, ¿reflux¿. ¿night sweats, heat intolerance, inability to sweat¿, ¿tinnitus¿, ¿sudden new food intolerances and allergies, anaphylaxis reaction¿, ¿heart palpitations¿, ¿ headaches, migraines, ocular migraines¿, ¿ debilitating fatigue¿, ¿ sharp breast pain¿, ¿chest pain¿, histology report: leaking or shedding silicone materials from textured implant¿, "inflammatory reaction to silicone materials¿, ¿chronically elevated inflammatory markers¿, ¿joint pain¿, ¿numbness and tingling in limbs¿, and ¿cold and discolored hands and feet¿. Device has been explanted.

Event description:
Patient reported left side ¿developing systemic antinflammatory health conditions¿, ¿connective tissue complications¿, ¿chronic low grade inflammation and allergies¿, ¿recurrent heart inflammations". Patient has further reported, ¿shortness of breath¿, ¿swollen lymph nodes¿, ¿breast swelling¿, ¿ persistent viral infections: shingles, cytomegalovirus, ebv¿, ¿ itching rashes on breast skin¿, ¿skin itching, rashes¿, ¿brain fog, memory loss, cognition problems¿, ¿hair loss¿, insomnia and poor sleep¿, ¿severe dry eyes, decline in vision, floaters, early bilateral cataracts, ocular hypertension¿, ¿easy bruising¿, ¿dysautonomia, vertigo, fluctuations in blood pressure, autonomic dysfunction¿, ¿throat clearing, cough, difficulty swallowing¿, ¿reflux¿. ¿night sweats, heat intolerance, inability to sweat¿, ¿tinnitus¿, ¿sudden new food intolerances and allergies, anaphylaxis reaction¿, ¿heart palpitations¿, ¿ headaches, migraines, ocular migraines¿, ¿ debilitating fatigue¿, ¿ sharp breast pain¿, ¿chest pain¿, histology report: leaking or shedding silicone materials from textured implant¿, "inflammatory reaction to silicone materials¿, ¿chronically elevated inflammatory markers¿, ¿joint pain¿, ¿numbness and tingling in limbs¿, and ¿cold and discolored hands and feet¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, h6, h11.

Event description:
Patient reported left side "recalled", ¿chronic inflammatory reaction¿, ¿chronically elevated inflammatory markers¿, ¿silicone and silicone materials leaking from your device into my body¿, ¿breast pain¿, "chest pain", ¿breast swelling¿, ¿skin itching¿, ¿itching rashes on breast skin¿, and "swollen lymph nodes¿. Patient also reported the following, which are all not device-related: ¿debilitating fatigue¿, ¿brain fog, memory loss, cognition problems¿, ¿hair loss¿, ¿insomnia and poor sleep¿, ¿severe dry eyes¿, ¿decline in vision, floaters, early bilateral cataracts, ocular hypertension¿, ¿fluctuations in blood pressure¿, ¿throat clearing, cough, difficulty swallowing, reflux, night sweats, heat intolerance, inability to sweat¿, ¿tinnitus¿, ¿food intolerances¿, ¿heart palpitations¿, ¿cold and discoloured hands and feet¿, ¿muscle pain and weakness¿, ¿joint pain¿, ¿easy bruising¿, ¿dysautonomia¿, ¿autonomic dysfunction¿, ¿vertigo¿, ¿headaches, migraines, ocular migraines¿, ¿persistent viral infections: shingles, cytomegalovirus, ebv¿, ¿shortness of breath¿, ¿allergies¿, ¿anaphylaxis reactions¿, and ¿numbness and tingling in limbs¿. Histology showed ¿outer surface is partially roughened. Inner surface is granular with possible microcalcification¿, ¿dystrophic calcifications¿, ¿silicone particles surrounded by multinucleate giant cells¿, ¿mild chronic inflammation¿. Device has been explanted.

Event description:
Patient reported left side ¿developing systemic autoinflammatory health conditions¿, ¿connective tissue complications¿, ¿chronic low grade inflammation and allergies¿, ¿recurrent heart inflammations". Patient has further reported, ¿shortness of breath¿, ¿swollen lymph nodes¿, ¿breast swelling¿, ¿ persistent viral infections: shingles, cytomegalovirus, ebv¿, ¿ itching rashes on breast skin¿, ¿skin itching, rashes¿, ¿brain fog, memory loss, cognition problems¿, ¿hair loss¿, insomnia and poor sleep¿, ¿severe dry eyes, decline in vision, floaters, early bilateral cataracts, ocular hypertension¿, ¿easy bruising¿, ¿dysautonomia, vertigo, fluctuations in blood pressure, autonomic dysfunction¿, ¿throat clearing, cough, difficulty swallowing¿, ¿reflux¿. ¿night sweats, heat intolerance, inability to sweat¿, ¿tinnitus¿, ¿sudden new food intolerances and allergies, anaphylaxis reaction¿, ¿heart palpitations¿, ¿ headaches, migraines, ocular migraines¿, ¿ debilitating fatigue¿, ¿ sharp breast pain¿, ¿chest pain¿, histology report: leaking or shedding silicone materials from textured implant¿, "inflammatory reaction to silicone materials¿, ¿chronically elevated inflammatory markers¿, ¿joint pain¿, ¿numbness and tingling in limbs¿, and ¿cold and discolored hands and feet¿. Device has been explanted.

Manufacturer narrative:
Visual analysis: device photographs for the device related to the reported event of inflammation/irritation/ pain/ autoimmune/connective tissue disorders ¿ ndr/ pain ¿ ndr/ varied injuries ¿ ndr/ granuloma/ pruritus/ edema/ calcification/rupture/ skin rash/dermatitis ¿ ndr/ lymphadenopathy/ allergic reaction/hypersensitivity ¿ ndr/ dyspnea ¿ ndr/ bruising ¿ ndr/ neurological symptoms ¿ ndr/ sensation increase/decrease ¿ ndr/ myalgia ¿ ndr/ headache ¿ ndr/ dizziness ¿ ndr/ anaphylactic reaction ¿ ndr/ allergic reaction/hypersensitivity ¿ delayed/ allergic reaction/hypersensitivity ¿ delayed/ infection (unknown onset) - ndr was requested on feb 20, 2025. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ autoimmune/connective tissue disorders - ndr: unable to observe since it is not related to the device. ¿ pain - ndr: unable to observe since it is not related to the device. ¿ varied injuries - ndr: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ pruritus: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. ¿ calcification: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ skin rash/dermatitis - ndr: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ allergic reaction/hypersensitivity - ndr: unable to observe since it is not related to the device. ¿ dyspnea - ndr: unable to observe since it is not related to the device. ¿ bruising - ndr: unable to observe since it is not related to the device. ¿ neurological symptoms - ndr: unable to observe since it is not related to the device. ¿ sensation increase/decrease - ndr: unable to observe since it is not related to the device. ¿ myalgia - ndr: unable to observe since it is not related to the device. ¿ headache - ndr: unable to observe since it is not related to the device. ¿ dizziness - ndr: unable to observe since it is not related to the device. ¿ anaphylactic reaction - ndr: unable to observe since it is not related to the device. ¿ allergic reaction/hypersensitivity - delayed: unable to observe since it is not related to the device. ¿ infection (unknown onset) - ndr: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.